Event description:
Complainant alleged that the medics were treating a male pt (age unk) for a cardiac condition. The complainant alleged that the staff successfully defibrillated the pt twenty-four times (joule settings unk), but on the twenty-fifth time the device failed to discharge. The staff was able to obtain another device to treat the pt. There was no adverse effect on the pt.